Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? Yes. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No more than usual. Was the ampoule crushed repeatedly? No. What was done to treat the shard penetration? Change of gloves, addressed puncture and resumed closure. Was medical or surgical intervention required? No. What is the status of the surgeon injury today? Everything was ok. Was the product sterilized or subjected to any other processes before application? No.

Event description:
It was reported that the surgeon performed a mediport insertion procedure in the cath lab on (B)(6) 2016 and topical skin adhesive was used. During the procedure, the glass broke through the vial and cut the surgeon. The surgeon left the sterile floor, changed clothes and gloves, addressed the puncture, and re-scrubbed to finish the procedure. There was no medical or surgical intervention required and the current status of the surgeon injury is reported to be ok. The procedure was completed with another like device.

Manufacturer narrative:
Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/ excessive manipulation so that it is perpendicular to the housing. When pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿